Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that post-operatively and when the physician was performing a post-scan with the intracardiac echocardiography (ice) catheter, a pericardial effusion was noticed. The physician had not taken any pre-imaging and they were unsure when the pericardial effusion occurred. The patient experienced a small drop in blood pressure when the patient had spontaneously gone into afib but that the blood pressure returned to normal once the patient was cardioverted. Besides the small blood pressure drop when in afib, there were no other issues to indicate that a pericardial effusion had occurred. The medical intervention provided was a pericardiocentesis and that 450 ml of fluid was removed. The patient was left on the table for about 25 minutes post-tap and there was no indication that she was still bleeding within the pericardial space. The patient was moved to the intensive care unit (ICU) and the drain was left in the patient as a precaution. The patient was reported to be in stable condition. Additional information was received. Adverse event was discovered post use, during post afib ablation ice scan. Pericardial tap 450ml removed post procedure drain left and removed later that evening with no additional fluid found on discontinuation of drain and patient was discharged following morning. Outcome of the adverse event was fully recovered (no residual effect). Patient required extended hospitalization because of the adverse event as patients are typically discharged same day. Transseptal puncture was performed with a baylis needle. No pericardial effusion or cardiac tamponade noted. Effusion was noted post procedure during physician¿s standard post cardiac ice views. No evidence of steam pop as the physicians did not report any steams pops and there was no evidence of delta impedance changes during ablation. Irrigated catheter was used in the event, the flow setting was standard recommended rates per instructions for use (IFU). Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during but all not function properly. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used were recommended setting were used. 2.5 mm for 3 seconds 3g for 25 % for gated and non gated 2.5 for 5 seconds 3g for 25% for apnea ablations sets. No additional filter used with the visitag. Impedance coloring was used.

Manufacturer narrative:
Additional information was received on 29-sep-2023 clarifying that the pump was working properly and was set to the recommended settings per the instructions for use (IFU). The bwi product analysis lab received the device for evaluation on 02-oct-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 04-oct-2023, noted the following corrections to the 3500a initial: in "h10. Additional manufacturer narrative" it was reported, ¿the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ however, it should have been reported as, ¿since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed.¿ h6. Type of investigation was processed as "device discarded (b18)" and should have been processed as "device not returned (b17)".

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. The device evaluation was completed on 23-oct-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The lot number was retrieved during the analysis. Therefore, populated the d4. Lot, h4. Device manufacture date and d4. Expiration date. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).